Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the fast-fix 360 device presented that the t2 could not be deployed. The problem was noticed during use, no significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Additional information received.

Event description:
It was reported that, during an arthroscopy, the fast-fix 360 device presented that the t2 could not be deployed, t1 was successfully removed from the patient. The problem was noticed during use, no significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that the device was returned in the original box with the batch number of the complaint on the label. The t1 and t2 were not returned. Part of the suture was returned. The actuator is in the pre-t1/post-t2 position. The needle is bent. There is bio debris on the needle. A functional evaluation of the device showed the actuator cycled as intended. An evaluation of the customer provided image showed the device laying on an instrument tray. The t1/t2 were not visible. The suture with a frayed end is laying beside the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.